Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a caucasian female patient, who underwent primary breast reconstruction with an unspecified mentor saline breast prosthesis on the right side, suffered spontaneous right breast implant leaking and flat chest, post-procedure. As a result, the patient underwent unilateral removal and replacement with a 550cc mentor siltex contour profile spectrum saline (catalog: 3542514, lot: 6515951, sn: (B)(4)) in 2011.